Manufacturer narrative:
(B)(4). All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:58:23. During night drain cycle three, the patient's ultrafiltration reading was 962ml, indicating the home patient (hp) drained 962ml more than their maximum programmed fill volume of 1500ml. No additional information is available.